Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of power module with broken piece was confirmed via evaluation of heartmate power module (serial number (B)(6)) at the (B)(6). Visual inspection revealed tearing around the handle overlay silent button, and the battery clip was damaged confirming the reported event. No further testing was performed. The customer was provided a quote for the repair, and a purchase order (po) was requested. The customer requested more time for po approval. This complaint will be re-opened when the po is provided by the customer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the observed damage was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU (rev. D), section f - "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A), section 6 - ¿caring for the equipment¿, explain how to properly care for all the equipment to prevent damage. The heartmate power module IFU (rev. B) (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital had a power module with a broken piece and was sent back for repair.